Event description:
Based on info reported to davol: ni/ni/ni - a ventrio mesh was opened and placed on the field to use upon inspection. Operating room nurse and the surgeon noted a hole about the size of the tip of a small finger in the mesh towards the edge. Product was not prepared for use, or used in any manner prior to finding hole. A second mesh was used same product number/lot number with success.

Manufacturer narrative:
Based on info reported to davol. A ventrio mesh was opened to be used in a surgery. The operating room nurse and the surgeon noted a hole in the mesh. It was not used on the pt, and no pt injury was reported. Another ventrio mesh was used in the repair. Currently, we are unable the condition of the mesh as it was reported by the user facility. The mesh was discarded, therefore no product eval could be performed. With the info available, no conclusion can be drawn.